Manufacturer narrative:
Pump passed the displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion and self-test. Pump was cut open to perform visual inspection and found moisture damage to pcba 1 and pcba 2. The j1 connector on pcba 1 was locked properly during visual inspection. Successfully downloaded history files and traces using thump. No stuck key alarm noted during testing, however, a stuck key alarm was found in the history file and traces on 09/09/2025 22:58:57.000. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, scratched case, cracked case-corner of belt clip rails, battery tube threads - cracked and corroded battery tube. Stuck button alarm did not occur during testing, however, a stuck button alarm was found in the history file. Unable to verify customer's high bgs. Cosmetic damages were noted during visual inspection. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a stuck button alarm. The customer experienced hyperglycemia with blood glucose value of 302 mg/dl. The customer reported hyperglycemia was treated with manual injection/insulin pen. The event involved product(s) mmt-7040a, mmt-332a, mmt-378, mmt-1884. Troubleshooting was performed. The issue occurred after the pump was exposed to pool water. The customer did not press a button down for 3 minutes or longer. The pump has not been exposed to altitude change. No further patient complications were reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. No product return is required for mmt-7040a, mmt-332a, mmt-378. Mmt-1884 was requested, and the customer response was the device will be returned.